Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. As reported, approximately 4 weeks postop the initial r tha, the female patient had symptoms of possible infection r hip. She was brought back for an irrigation debridement with a head and poly swap. This hip was dislocated, the femoral head was removed, the acetabular component exposed, the poly liner removed. After irrigation, a new poly liner and head was re implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as the implants were discarded by hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 36mm od, +3.5mm (cat# 170-36-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 4 weeks postop the initial r tha, the female patient had symptoms of possible infection r hip. She was brought back for an irrigation debridement with a head and poly swap. This hip was dislocated, the femoral head was removed, the acetabular component exposed, the poly liner removed. After irrigation, a new poly liner and head was re implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as the implants were discarded by hospital.